Event description:
Case description: investigational results: novofine 8mm (30g), batch number: unknown. The product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. Note: the needle contains nickel but the content has been reduced as much as possible. The front needle is furthermore coated with silicone so there will not be any contact between the needle and the skin. Since last submission, the following was updated: investigational results received. Manufacturers comment updated. Narrative updated accordingly. Manufacturer's comment: 29-jun-2017: as the device novofine 8mm (30g) (needle) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus (B)(6). Evaluation summary name: novofine® 8 mm 30 g, batch number: unknown. Inv-0328430:yes, the needle contains nickel but the content has been reduced as much as possible. The front needle is furthermore coated with silicone so there will not be any contact between the needle and the skin. 13-jun-2017 the product was not returned for examination. If possible, please forward the reported product(s) for further investigations. The complaint has been registered in the novo nordisk complaint handling system.

Event description:
Event verbatim [preferred term]. Acute reaction on the skin [injection site reaction]. Case description: this serious spontaneous case from (B)(6) was reported by a pharmacist as "acute reaction on the skin" with an unspecified onset date, and concerned a (B)(6)-year-old female patient who was treated with novofine 8mm (30g) (needle) from unknown start date due to "type 1 diabetes mellitus". Patient's height, weight and body mass index (bmi) not reported. Medical history included type 1 diabetes mellitus (duration not reported). On an unknown date it was reported that a patient has an acute reaction on the skin during use of novofine needles with several hospitalisations. Action taken for novofine was not reported. The outcome for the event "acute reaction on the skin" was not reported.